Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The testing of the returned device was able to duplicate a false air alarm. The air detector component was determined the cause of the issue but the cause of the component issue was not determined.

Event description:
It was reported the device gave a false "air in line" alarm during testing. No patient involvement.